Event description:
It was reported that a cardiac perforation was experienced. During an ablation procedure in the left atrium with an intellanav mifi open-irrigated, two error codes were encountered when attempting to utilize the catheter. First was code 1405-2: magnetic tracking issue. The second error code was 1319-2: magnetic localization system internal error. The catheter was replaced with another intellanav mifi open-irrigated and the error codes were resolved. The ablation was almost finished with a non-bsc coronary sinus (cs) catheter and the intellanav mifi open-irrigated catheter located at the roof of the left atrium when it was noticed that the patient's blood pressure was low. The physician did not mention any resistance with the ablation catheter, but stated that he was putting a lot of torque on the catheter. The physician is unsure if the perforation was caused by the bsc catheter but is likely caused by the ablation catheter. The patient was sent to surgery to close the perforation. The patient is currently stable and doing fine. It was noted that the tracking issues encountered with the first catheter did not contribute to the perforation.